Event description:
It was reported that when the patient presented through merlin.net transmission during routine device check, multiple pacemaker mediated tachycardia (pmt) episodes and atrial lead noise were observed. At least one pmt was not terminated due to loss of capture. The patient then exhibited vf which was successfully converted by a shock. Patient will be scheduled for device and atrial lead replacement. Patient¿s condition was stable.

Event description:
Additional information received. It was reported that patients device was explanted and replaced. Atrial lead was capped and replaced on (B)(6) 2017.patient was stable post procedure.